Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support discussed that malfunction code could be reset and provided instructions, but caller declined to reset pump during call, planned to perform reset independently, and would contact support again if issue occurred again.